Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was unable to reload the original cartridge, but with assistance, they loaded a new cartridge and resumed insulin therapy. The issue was resolved.